Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during delivery, after the region crossed with phenom21, the solitaire fr stent was inserted, but the resistance was too strong at the shaft proximal section of the catheter, making it unable to proceed even though there was no blood vessel tortuosity. Both phenom catheter and the solitaire fr were collected and replaced with new devices, the procedure was completed. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). It was unknown whether no patient symptoms or complications were associated with this event.